Event description:
It was reported that the patient received inappropriate therapy due to noise on the rv lead. The sense/pace portion of the lead was capped and replaced and the defib portion remains implanted and functioning.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.